Manufacturer narrative:
The customer reported a patient death while on a bipap focus ventilator; however, there was no allegation of device malfunction. The serial number of the device could not be obtained. The customer facility indicated that the ventilator did not cause nor contribute to the patient's death. There was no allegation by the customer that the device malfunctioned. No additional information was provided by the customer.

Manufacturer narrative:
It was confirmed by the medical engineer onsite that the device did not malfunction. Therefore, the device did not cause nor contribute to the patient's death. No evaluation was performed by a field service engineer on this device as upon onsite visit, the ventilator was in use on another patient and not available; any settings or information would have been inapplicable. No further information has been provided with regard to the patient and device.

Event description:
***Do not process ***

Event description:
***Do not process***

Manufacturer narrative:
H10: philips' field service engineer did corrective maintenance on the device and were unable to correct the reported problem. The device was replaced with another device.further information was requested about the patient and outcome and was refused. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
B4: 05jun2019. G4:05jun2019. The customer facility indicated that the ventilator did not cause nor contribute to the patient's death. There was no allegation by the customer that the device malfunctioned. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The serial number hard coded in the file is not accurate. We do not currently know the device serial number. A follow-up report will be submitted upon completion of the investigation. The field service engineer reported there were no known issues with the ventilator at the time of the patient death. Further information has been requested.

Event description:
A customer reported a patient death while on a bipap focus ventilator.